Manufacturer narrative:
Updated fields: d9-date returned to mfg., h3, h4, h6, h11. Corrected fields: b5. This supplemental report is being submitted to provide the results of the final investigation. The device was returned to olympus for inspection, and the reported failure was not confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: distal end plastic cover - burn channel opening. Based on the results of the investigation, since the device malfunction was not confirmed during evaluation, the definitive root cause of the reported issue could not be determined. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that the patient was coughing in recovery and coughed out a small plastic cap that was determined to be the single use distal cover.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported the subject device had some film debris. It's unknown when the issue first occurred. There were no report of patient involvement.